Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient who was implanted lvad with heart failure back on (B)(6) 2015 got admitted with right heart failure on (B)(6) 2016 and expired on (B)(6) 2016.